Event description:
It was reported via a call from the cardiac intensive care unit (ICU) rn to the clinical support specialist (css) that there was a problem with the pump. According to the rn, they had notified their biomed département, but this was an arrow intra-aortic balloon pump (iabp) and this is an eval pump. The length of time prior to the event was 24 to 30 hours. The intra-aortic balloon (iab) was inserted via a sheath in the pt's femoral artery. The rn stated that the pump completely shut down; black screen, no pumping. The rn stated that they covered down the pump and powered it back on and pumping resumed so there was very minimal delay in pumping. The rn told the css that the pump did not alarm. The css asked that the green and yellow lights were illuminated. With further discussion it was noted that they had just placed the pump in 1:2 and pressed the recorder on to run a strip when this occurred and as a result, they witnessed the event. The pump has now been pumping with no alarms or problems. The css explained that she would have the arrow field service engineer (fse) speak to the hospital's biomed department in regard to checking the pump. The css explained that if the pump was now pumping with no alarms or problems they could continue to use the pump; however, they should have another pump available and if this were to occur again then they should switch out the pump. The css also requested they call her directly if this occurs again. The css then spoke directly with the arrow fse who will contact the account biomed department at 2115 the css called and spoke to the rn caring for the pt in the evening. According to the rn there have been no problems with the pump and she is aware of the earlier issue. The css confirmed that the rn had her direct number and that the rn should call if it happens again and switch out the pump.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.